Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhalation valve was sticking when in use. No patient injury was reported. Additional information was requested; however, no further information was received.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented with normal wear and tear. The customer stated problem was duplicated. Replaced patient valve assy. The cause of the reported problem could not be determined. Manufacturing device history record review was not performed because the previous service history has been deemed unrelated to the current issue. The previous service history has been reviewed and deemed unrelated to the current issue.

Manufacturer narrative:
Additional event information received indicating no patient involvement.

Event description:
Additional info received via email (B)(6) 2022. Event occurred during setting up before used on a patient. No patient involvement.